Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address patella dislocation resulting from malpositioning of the femoral component. During procedure to reposition the femur, the sleeve needed to be removed. The sleeve component is not threaded on both sides making it difficult to remove and extending the surgical procedure by approximately 15-20 mins.